Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system curved device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient underwent revision of the obtryx ii system curved device on (B)(6) 2018 due to eroded transobturator tape sling (previously placed), prolapse and scarring. Furthermore, the patient had subsequent revisions for pelvic pain on (B)(6) 2018 and chronic left groin pain on (B)(6) 2018. Boston scientific has been unable to obtain additional information regarding the event to date.